Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the electrodes were cut during surgery when the traction by ¿tumelisateur¿ despite perfect lubrication in vaseline oil. It was further reported that the electrodes broke apart during the procedure when being pulled by the tunneler despite adequate lubrication with vaseline. The extension was not implanted. It was unknown if any troubleshooting/diagnostics were performed. The inventions/actions taken to resolve the issue was unknown. It was unknown if the issue was resolved at the time of this report. Additional information was requested to find out if the extension was replaced and if the implant was successfully implanted. If additional information is received, a follow up report will be sent.

Event description:
The rep confirmed that a new extension was used. The implant surgery was able to be successfully completed.